Event description:
The pt underwent endovascular repair of aaa using the ovation prime abdominal stent graft system on (B)(6) 2013. The physician experienced difficulty fully re-seating the catheter nose cone to the tip of the outer sheath. During forceful catheter withdrawal. Arterial tissue was observed to have been removed with the catheter and the pt experienced a substantial amount of blood loss. The aneurysm was successfully excluded and the vessel was repaired via implantation of an additional iliac limb graft and stent. The pt was stable at the end of the procedure. The pt's arteries were small diameter (3.7-4.8mm) and highly calcified. The physician performed a bilateral endarterectomy prior to the endovascular procedure in order to gain access to the iliac vessels. The anatomy within the aorta also had a reverse tapered neck and angulation, with narrowing at the level of the native bifurcation. It could not be determined whether the narrow, calcified vessels and/or the challenging aortic neck anatomy may have contributed to this event.